Event description:
Customer reported receiving a reading of 120 mg/dl on their potium meter, and based on this reading, increased their daily dosage of insulin. Customer then went into a comatose state and was transported by the paramedics to the hospital, where a blood glucose result on an unknown brand of meter read 30mg/dl. Period of time between these two blood glucose results is unknown. Customer was administered an intraenous treatment.